Event description:
Perusionsit reported retrograde flow during a case. He finished the case successfully by switching to a hand crank. We consider inability to regulate pressure to be reportable, despite no harm to the patient involved.

Manufacturer narrative:
The log review confirmed the observations of the perfusionist. It was determined that the software instructed a preset value for pump rpm when entering initiation or weaning modes. This was lower than the current operating speed of the pump, allowing momentary loss of pressure and retrograde flow.